Manufacturer narrative:
As received, only the middle portion of the lead was returned for analysis. Visual and x-ray examinations did not find any anomalies on this piece except procedural damages. Electrical tests did not find discontinuities or short on any conduction paths. The reported event of insulation damage was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, insulation damage was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve this event. The physician suspected an external shock, from a damaged boiler, was the cause of the ra lead damage. The patient was stable following the procedure. Related manufacturer reference number: 2938836-2019-14511.